Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 333 mg/dl and it was addressed with a correction bolus via the pump. During troubleshooting with tandem's technical support, it was determined that there were air gaps seen in the middle of the infusion set tubing. The customer was able to prime the air out. At the end of the report, the customer's bg level was 266 mg/dl.